Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was treated in 2007 (date not reported) with IV antibiotics for a wound infection post-implantation. The implanted device remains.